Event description:
It was reported the pt (B)(6) experienced unexpected behavior while operating the pt programmer. When the pt used her programmer in an attempt to decrease stimulation, the stimulation would increase instead. A replacement pt programmer was issued to the pt which resolved the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.